Manufacturer narrative:
510k: this report is for an unknown pfna nail/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a proximal femoral nail antirotation (pfna) implantation for hip fracture on an unknown date, the pfna blade could not be locked properly to the nail. Procedure was completed successfully with a delay of no more than ten (10) minutes. Patient status is unknown. This report is for an unknown pfna nail. This is report 2 of 2 for (B)(4).